Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd prepstain¿ slide processor's specimen dripped out and created cross-contamination. As a result, the specimens had to be rerun. There was no indication that the erroneous results were reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "customer requesting dispatch due to dripping specimen. There was contamination." "Were any pts treated based on erroneous results? No, when the cross contamination was seen, they reran the specimens. Did the wrong treatment harm the patient? No."

Event description:
It was reported that the bd prepstain¿ slide processor's specimen dripped out and created cross-contamination. As a result, the specimens had to be rerun. There was no indication that the erroneous results were reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "customer requesting dispatch due to dripping specimen. There was contamination.". "- were any pts treated based on erroneous results? No, when the cross contamination was seen, they reran the specimens. - did the wrong treatment harm the patient? No".

Manufacturer narrative:
H.6. Investigation: complaint reports contamination on prepstain (catalog number 490407) serial number (B)(6). Complaint alleges instrument is dripping specimen, no erroneous results were reported and no harm to the patient. Service reconnected the diti tubing and then observed a completed slide preparation run without any issues or errors. Post intervention the instrument was left operating normally. Root cause is attributed to faulty tubing connection to diti. This complaint is a confirmed failure of the instrument based on the service investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2012. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter.".